Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.503.057. Lot: 1975860. Manufacturing site: hägendorf. Release to warehouse date: 16. Sep. 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Depuy synthes customer quality (cq) then conducted visual inspection of the returned device. Visual analysis of the returned shortcut f/matmand-pl t1.5-2.8 w/rasp determined that the cutter head was broken and the broken fragment was returned. One holding wire was received disassembled due to the broken condition of the device. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. As part of depuy synthes's quality process all devices are manufactured, inspected, and released to approved specifications. The complaint condition was confirmed for the shortcut f/matmand-pl t1.5-2.8 w/rasp as the cutter head was broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Short-cut plate cutter. Cutter head. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a mandibular orif tumor surgery. During the surgery, a part of the plate cutter broke when cutting the plate. The procedure was completed without delay. The patient outcome was unknown. Concomitant device reported: unk - plates: matrixmandible (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for one (1) matrixmandible short cut plate cutter. This report is 1 of 1 (B)(4).